Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a last error code (lec) 41786. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty mainboard. As a result, the mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the initial set-up and exhibited error code 41786. There was no patient involvement, no patient injury was reported.